Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the colonoscopy procedure, a resolution clip was used for hemostasis after a biopsy was performed in the colon. The clip was able to grasp and hold onto the tissue. It successfully secured the bleeding at the biopsy site. However, the clip could not be released from the catheter so the clip was manually pulled off from the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation found the complaint device was returned half deployed and the clip assembly was not returned. The yoke which was still attached to the control wire was then actuated and deployed. Based on the condition of the returned device, the reported failure (failure to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the colonoscopy procedure, a resolution clip was used for hemostasis after a biopsy was performed in the colon. The clip was able to grasp and hold onto the tissue. It successfully secured the bleeding at the biopsy site. However, the clip could not be released from the catheter so the clip was manually pulled off from the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).